Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure (date of procedure unknown) using a pinnacle posterior pfr kit, the physician encountered resistance when attempting to pull the mesh leg through the sacrospinous ligament using hemostats placed at the dilator. Approximately three centimeters of lead suture (with the needle at the end) detached and was captured inside the capio device. The physician removed the device from the patient and used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.